Event description:
The user received erratic glucose results for one pt of 42.3, 16.7, 64.8 and 58.2 within 10 mins of each other with a venous blood sample. The sample was run in the lab with a result of 85. No units of measure were provided for the results. No treatment was received because the meter and the lab result were normal.